Event description:
Additional events of "double capsule" and "periprosthetic fluid". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: b.5, d.4, d.6b, g.2, h.6.

Event description:
Patient reported left side pain and rupture. The event of "lumps" is not related to the device. Additionally reported were the events of "double capsule" and "periprosthetic fluid". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and rupture. The event of "lumps" is not related to the device. The device remains implanted.